Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving unknown intrathecal medication at unknown co ncentration/dose via an implantable pump for intractable spasticity and cerebral palsy. The healthcare provider (hcp) reported that the patient's pump was refilled yesterday and was still alarming. Confirmed patient had a low reservoir alarm at that time. Session still open on programmer and showing pending information when trying to close the session. Confirmed that active alarm in this case would show up that way. The hcp stated patient was no longer there so she would contact her to come back to have alarm silenced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.